Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a low glucose value while a contemporaneous fingerstick reading was higher, and the user received a low-glucose alert; the lowest values were 63 mg/dl on ilet and approximately 70¿80 mg/dl by fingerstick, with the user calibrating and consuming oral glucose. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included resolution without medical intervention, no assistance required, and no hospitalization. Investigation included complaint intake, user education on calibration and verification with fingerstick, and review of device performance based on user feedback. Investigation of this case revealed a discrepancy between sensor-displayed glucose and fingerstick measurement without evidence of device malfunction, consistent with known sensor-to-fingerstick variance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.